Manufacturer narrative:
A review of the surgical files indicated the following: patient ID (B)(6) - there was an opacity on the cornea, which likely interrupted the laser shots to the capsulotomy. There was patient movement observed during the surgical procedure because the pid arm was not locked properly. This would result in a partially incomplete capsulotomy, which could lead to the tear. No vitrectomy was performed patient ID (B)(6) - the surgeon believed the small pupil contributed to the tear. Vitrectomy was performed there was no indication that the laser caused the reported events.

Event description:
On 01/30/2020, cas reported that on (B)(6) 2020, the doctor reported two incidents of a radial tear. For patient ID (B)(6), it was noticed during hydro dissection. No vitrectomy needed, able to proceed with planned iol. For patient ID (B)(6), the surgeon believed to be caused by a smaller cap size due to small pupil. The tear was at the intellil nub, performed anterior vitrectomy, and switched from a toric iol to standard. Both instances occurred on (B)(6) 2020.